Event description:
The account alleged the side rail will not lock in the up position. No pt impact.

Manufacturer narrative:
The account installed the side rail latch screw and nut to resolve the issue.